Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational. The site was informed that the stylet is more susceptible to interference relative to the emitter position. The site was instructed to place the emitter in a more optimal position.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the surgeon was using a stylet and verifying landmarks on the surface and he stated that he did not feel accurate. The site opened an additional stylet and the results were the same. It was superior ¿off¿ the skin by 2-3mm. They obtained the tracer pointer and confirmed that it was accurate. The stylet tip was not tracking. The surgery was completed with navigation and there was no impact on patient outcome.